Manufacturer narrative:
Additional information: describe event or problem correction : manufacturer narrative upon further review of the complaint, it was determined that manufacturing report number 2016493-2021-59762 was incorrectly submitted. The complaint is associated with a broken rear case. This issue would not likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
It was reported that an 8110 syr was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syringe pump was affected by plastic recall. There was no reported patient involvement.